Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. The device was visually and microscopically inspected. Inspection of the device revealed that the sheath was kinked 10cm distal of the strain relief, 6cm proximal of the tip and 4cm proximal of the tip. The tip was damaged. The dilator was able to be removed from the sheath with no resistance or difficulties. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. When the device was fully recaptured, the distal end of the was sheath kinked. The procedure was completed with another was sheath. No patient complications were noted in relation to this event.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. When the device was fully recaptured, the distal end of the was sheath kinked. The procedure was completed with another was sheath. No patient complications were noted in relation to this event.